Event description:
A hospital in (B)(6) reported that an rt380 adult dual-heated evaqua2 breathing circuit became disconnected from the humidification chamber. They further reported that the disconnection led to patient desaturation and lowered the patient's blood pressure. The hospital also reported that the patient required a higher dose of noradrenaline.

Manufacturer narrative:
(B)(4). Background: the rt380 adult dual heated evaqua2 breathing circuit is a dual limb breathing circuit where the inspiratory limb is connected to the mr290 humidification chamber port. The expiratory limb is connected to the ventilator. The mr290 humidification chamber is placed on the heaterbase and humidifies the air that passes through the chamber and into the inspiratory limb. The reported disconnection was between the rt380 inspiratory limb and the mr290 chamber port. Method: the complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital, previous similar investigations and our knowledge of the product. Results: the hospital reported that there was no damage to the complaint rt380 adult dual heated breathing circuit. They further reported that upon noticing the reported disconnection they were able to reconnect the breathing circuit immediately and continue using it without any further issues. A lot check was not carried out as the lot information was not provided by the customer. Conclusion: based on the information provided by the customer it is likely that the reported event was most likely due to user error. The connectors on the rt380 adult dual-heated evaqua2 breathing circuit and the chamber ports on the mr290 chamber are standard taper connections that comply with the requirements of iso 5356-1 "anaesthetic and respiratory equipment - conical connectors". Since the reported incident an fph representative has been in contact with the hospital and has offered further training to the hospital staff on the use and setup of the rt380 adult dual-heated evaqua2 breathing circuit. All rt380 adult dual-heated evaqua2 breathing circuits are pressure tested and visually inspected prior to being released for distribution. Furthermore, a sample inspiratory limb connector is visually inspected and taper tested every hour. If the sample connector is out of specification it is discarded and the batch is placed on hold for investigation. The user instructions that accompany the rt380 breathing circuit state: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an rt380 adult dual-heated evaqua2 breathing circuit became disconnected from the humidification chamber. They further reported that the patient desaturated and patient's blood pressure decreased. The hospital also reported that the patient required a higher dose of noradrenaline.

Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.